Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.

Event description:
The customer reported, an unspecified size of lpc tube had a pilot balloon seal leak after 2 weeks of use. A non-routine replacement of the tube was required. The lot number is unk.